Event description:
Dr. Revised a right mako medial uni originally done on (B)(6) 2017 due to pain/tibial loosening. He revised to a primary triathlon. He noted the tibia was "easy to get out." Patient was revised from a mako uni knee (with cemented femoral and tibial components) to a triathlon tka. Revision performed robotically. X-rays, and explant pictures are attached, rep. Confirmed that no further information will be released by the hospital or surgeon.